Event description:
It was reported that during a left kidney resection after firing, the instrument could only staple but could not cut. This event extended the or time greater than one hour. There was no other pt consequence.